Event description:
A maude report was submitted to baxter united states stating that during the infusion of hematopoietic stem progenitor cell apheresis autologous stem cell product, the spike on the baxter y-type solution set inserted into the autologous stem cell product contained in the origen cryostore eva bag was visibly bent. No patient injury or medical intervention was reported in association with this event.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review could not be performed as the lot number is unknown. If the sample is received or additional information becomes available, a follow-up report will be submitted. The device used in this situation is unknown; therefore, it does not contain a us 510k number. (B)(4).